Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was on hold for containment and escalated to engineering for further review. The mtm returned from the field with error 32097 indicating missing gimbal node. After engineering review, new product development (npd) team was unable to narrow down potential root cause of field failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the issue but inspected cables which was leading to master tool manipulator (mtm) left. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the staff experienced a fault and the system rebooted. The tse reviewed the logs and confirmed the issue. The tse explained the issue was on the left arm of the console and even though the fault did not return upon power up, recommended the surgeon swap to the second console to avoid any other issues during the case. The tse recommended a hard power cycle on the console when possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the procedure was completed using backup surgeon side console. The procedure delay was less than 15 mins. There was no injury /harm to the patient.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa) team. During fa, the mtm was installed on the in-house system and the following error codes were replicated: error code 307 (system_err_node_not_present) and error code 17 (system_err_whl_receive_fault). However, after installing on sftp and running the fitness test, the unit passed all tests relating to the customer reported complaint. The unit passed 1 hour sine cycle, and no issues were observed. Per engineering request, the manipulator controller master forearm (mcmf) printed circuit assembly (pca), manipulator controller master platform (mcmp) pca, and slipring will need to be replaced. Also, flat flex cable (ffc) reseating per ipc 1091448-02 section 4.5.1.11. Will be performed during repair. Additional finding of failure for slow gravity balance test post sine cycle for wrist pitch (axis 5) ¿ ripple torq_max during the fitness test was observed. This error was related to the gearbox issue related to ncr 4076745 and the gearbox motor for axis 5 will be replaced. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.